Event description:
In late fall 2004, while wearing the sound processor, the pt reportedly experienced intermittent sound and intermittent lock with the internal device. In the same year, the pt reportedly had no sound percept. The pt was seen at the center for device evaluation. Testing performed confirmed that the pt's device was no longer functioning. Surgery to explant the pt's c1 device was scheduled.